Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump generated a ¿no disposable¿ alarm even though the cassette had not been removed, and the clamp could not be closed. The medication was being infused at a programmed rate of 2.2 ml per hour. At the time, the remaining reservoir volume was 11.4 ml, with 89.65 ml already delivered. The event occurred while the device was in use by a patient at home, and no patient harm was reported.